Manufacturer narrative:
This is a follow up report to complaint (B)(4) which was reported under mfg# 8010762-2024-00419. This complaint was identified on (B)(4) as a duplicate entry to complaint# (B)(4), reported under mfg# 8010762-2024-00384 on 2024-07-31. All further actions will be handled in complaint (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow console) has been manufactured on (2012). All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in china. It was reported that the error message ¿head error¿ occurred by turning on the rotaflow unit. The rotaflow drive was detected as defective. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment a report is required. Complaint ID: (B)(4).